Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 949 mg/dl and experienced diabetic ketoacidosis. Customer gave a bolus via the pump to address bg level and was transported to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital 2 days later on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.